Manufacturer narrative:
The mayfield composite series base unit, standard (a3101) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The unit tested low under pressure and had the handle readjusted as a result. The drawbar and viton ball were replaced in the swivel adapter due to wear, and the lock handle on the left bracket was readjusted. General maintenance and cleaning performed. Root cause - complaint confirmed via inspection of the unit. The handle was testing low when put under pressure and required readjustment. The swivel adaptor required replacement of worn components. Probable root cause is routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2022-00071: a facility reported that the mayfield composite series base unit (a3101) slipped during a posterior cervical case. The staff heard the clunk and saw the drapes moved. However, the clamp and pins were secure at the end of the case and they saw no problem as the teeth all matched up at all screw connections. They believe that the gold handle clamp was where the slippage may have been. There was no patient injury and no delay in surgery.